Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer repots the 5th or 6th connector pin on the inform meter appears to be burnt. No adverse event reported. Requested return of suspect device and replacement was sent.